Event description:
The patient presented to the clinic after receiving an alert for battery longevity. Excessive battery discharge was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found the device to be below the expected limits based on all available parameter and usage information. No high current drain sources were found during testing. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.